Manufacturer narrative:
Insulin pump received a prime alarm during basic occlusion due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked reservoir tube window and reservoir tube noted during visual inspection.

Event description:
Customer called and reported that insulin squirted out during the prime process, and the screen went blank. After that, his insulin pump alarmed. Customer's blood glucose is 360 mg/dl. He has not treated yet. Insulin was squirting out during the manual prime process. Customer was unable to exit the preparing to prime loop. The rewind message occurred after the alarm. The device was not dropped or bumped prior to the alarm. When checking, the drive support cap was sticking out. The cap was pressed unintentionally while customer was connected to the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.